Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a bluetooth connectivity issue while pairing to their merlin mobile application. No intervention was performed. There were no patient consequences.